Event description:
A hospital reported that the rt340 breathing circuit was not secure in the rt028 circuit hanger when used with a "percussion bed". They felt that inadvertent extubation of the patient was possible. No patient injury was reported.

Manufacturer narrative:
The rt028 circuit hanger is being sent back to fisher & paykel healthcare. There is no information on this to date. Results: no evaluation has been done pending the return of the device. Conclusions: information is insufficient at this time to make a conclusion.